Manufacturer narrative:
A steris service technician arrived onsite to inspect the examiner 10 light and confirmed that the cover had been secured in place by the biomed department. No issue with the function or operation of the light was identified. The light was installed in 2006 making it approximately 13 years old and is not under steris service agreement. The user facility is responsible for all maintenance activities. No additional issues have been reported.

Event description:
The user facility reported via user facility medwatch # (B)(4) that a plastic cover on their examiner 10 light detached and fell onto the table. No patient was present on the table at the time of the reported event. The report stated, "per biomed, loose tension screw on plastic cover. Tightened screw and verified the cover was secure."